Event description:
It was reported that the ventilator shut down while on a patient. It is unknown if there was any patient harm or if the ventilator alarmed when it shut down while on the patient. It was also reported that after the first reported problem and during a preventative maintenance at a field service center, the ventilator shut down with no audible alarm.